Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump failed to power on. The battery cap was undamaged and attached securely to the pump. Moisture was found in the display. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The no power to the pump issue was due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged continual start-up sounds with moisture behind the display lens and a blank screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.